Event description:
It was reported the pt was experiencing an increase in recharge burden (charging every other day). Subsequently, the pt's scs ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.